Manufacturer narrative:
The device was returned and an evaluation confirmed the complaint. The main circuit board was replaced to address the issue. The device was serviced and fully tested before it was returned to the customer. Resmed's risk analysis for these failure modes concludes that the risk is acceptable. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device failed to complete its internal self-test. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to resmed for an investigation. Performance testing confirmed the reported complaint. The main circuit board and pneumatic block were replaced to address the issue. The device was serviced and fully tested before it was returned to the customer. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the reported failure to complete its internal self-test was due to contamination of the device pneumatic block. Resmed's risk analysis for these failure modes concludes that the risk is acceptable. Resmed reference#:(B)(4).

Event description:
It was reported to resmed that an astral device failed to complete its internal self-test and main circuit board had a super capacitor leak. There was no patient harm or serious injury reported as a result of this incident.